Event description:
Boston scientific received information that the transvenous right atrial (ra) lead in association with this cardiac resynchronization therapy defibrillator (crt-d) did exhibit out-of-range pace impedances intermittently. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. The local area sales representative has been contacted for more information and the investigation remains open at this time. If new information becomes available, this report will be further evaluated and updated.